Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2018, an adverse event occurred. The patient's mother stated the patient fainted after the sensor was inserted on (B)(6) 2018. She stated that prior to inserting the sensor, the patient had hit their head. After the sensor was inserted, the patient fell unconscious. The patient's mother stated she assumed that it was not only the sensor insertion that caused the patient to faint but that it was most likely a combination of the patient hitting their head and inserting the sensor. The patient's mother took the patient to the clinic the following day and determined that the patient had a concussion. It is unclear if the concussion was from the patient's prior fall or when she fainted. At the time of contact, the patient was doing good. No additional patient or event information is available.